Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported a problem with his precision xtra/optium blood glucose meter. He did not lose consciousness, but on a previous event that happened in july he reported losing consciousness. On the current event, he reported experiencing "disorientation only" and the paramedics were called and treated him at home, but there was no report of what kind of medical intervention and medications that were used to counteract the event. The customer reported eating peanut butter, crackers and regular soda to counteract the event. He had reportedly being diagnosed and/or treated for "severe hypoglycemia". There was no report of death or permanent impairment associated with this event.